Event description:
Foreign matter identified within the material.

Manufacturer narrative:
The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under the current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. A lot number was not provided see narrative section.

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: (B)(4) no patient involvement. Imdrf annex a code medical device problem code: (B)(4) device contamination shipping/ manufacturing. (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Foreign matter identified within the material.